Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during surgery the trial spacer implant has been placed in the disc space, as the surgeon starts to remove the trial spacer implant and applicator, the stick with the trial spacer implant got loose. The applicator was removed but the trial implant was still in the disc space; the trial implant was removed in an alternative way. The small ball at the end of the trail implant is broken off and is now in the applicator knob. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The investigation is ongoing. Placeholder.